Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A field clinic engineer went to the patient appointment. He stated that the patient was placing the recharger on and leaning back on a pillow. He determined that the recharger was likely slipping down during the session. He advised the patient to use the recharger belt. He states that they were able to charge to full with excellent connection with 10 minutes during the visit. Issue is resolved. Patient was satisfied with the advice and recharge speed.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced pain at the ins site, specifically discomfort, soreness, and a pinching sensation. Additionally, there was a poking, irritating pain when the ins site was pressed against, such as by clothing or the recharger. The patient also reported skin irritation and an abrasion at the ins site. The patient expressed frustration with the recharger's size and its limited recharging area. The primary care physician confirmed the presence of a skin abrasion. The patient was advised to follow up with a physician for further assessment of the ins site. Despite these issues, the stimulator was functioning properly, and the patient was able to recharge the device. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Mdt rep. Said the pt was recharging and got excellent recharge quality, which quickly switched to good and pt could not get excellent again since implant date. Pt said the recharging took them 3-4 hours when they only got good quality. Pt said it did not matter if they used the belt or did not use the belt. Mdt rep. Would be meeting with pt in person next week. Tss discussed potential charging guidance(including accessing pt recharging diaries) and suggested pt monitor and track the issue. Patient called yesterday 4/3 to report that charging the ipg is getting more challenging. She was very frustrated, stating that she could not sit there for 3-4 hours and ¿it¿s ridiculous¿. She states that she is able to connect the recharger to the ipg. Her controller will state ¿excellent¿ and then immediately drop to ¿good¿. She states it will never get back up to excellent and frequently drops the charging connection. Rep scheduled to meet at her doctors appointment on 4/16 to troubleshoot the issue. No further information known at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.